Event description:
It was reported that the pt has expired after implant duration of at least 9 months, due to unk reason. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.